Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was treated by the paramedics after experiencing a low blood glucose reading of 35 mg/dl. Prior to the event, the insulin pump was exposed to xrays during a stress test. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was also correct. However, the customer's healthcare professionals had set the fixed prime to 2.3 units. Advised to speak with them about the fixed prime since it should be set to a much lower amount. Also, advised that the insulin pump would be replaced due to the xray exposure. Nothing further was reported.